Event description:
It was reported that the patient's device was alerting for increasing right ventricular (rv) lead short interval counts (sic) and high rate non-sustained episodes. It was also reported that the rv lead had high thresholds. The rv lead remains in use and the lead behavior is being monitored every three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 2088tc competitor pacing lead, (B)(6) 2012. (B)(4).